Event description:
It was reported that the 2800 system film button on the control panel is causing the aec to go to max. Also, the photo timer is not working and the table is giving a communication error message. No pt injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when add'l details become available.